Event description:
Optimom revision due to pain and possible alval after three years.

Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history, device details, explant and x-rays have been requested in order to progress with the investigation. Device history records to be reviewed. Please note: this event is reported to the FDA due to the incident experienced to a device that is similar to a medical device that is placed on the market in the USA. However, this was coupled with a thr with a large diameter mom head which is not cleared for sale in the USA (incident was outside of USA).